Manufacturer narrative:
Concomitant: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).

Event description:
It was reported that a catheter revision occurred. Additional information was requested but was not available at the time of this re port.